Event description:
It was reported that a friend observed a continuous glucose monitoring alert for a low blood glucose of 41 mg/dl and that the patient¿s caregiver administered multiple carbohydrate sources including glucose tablets, glucerna, and peanut butter, which resulted in an overcorrection and subsequent hyperglycemia; the patient reportedly does not announce meals and sometimes self-treats lows before strenuous activity. Symptoms included hypoglycemia. Outcomes included transient low glucose followed by stabilization without medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education regarding appropriate hypoglycemia treatment and the impact of large carbohydrate loads on automated insulin delivery. Investigation of this case revealed that the specific cause of the hypoglycemia was unclear and that excessive carbohydrate treatment likely contributed to rebound hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.